Event description:
Medtronic received information that during implant of this bioprosthetic valve, the valve seemed loose when on the cross action forceps (product code: excel ta- q 6521 ). Another forceps was used and the valve was implanted successfully with no adverse patient effect. Additional information was received that there was no issue with the valve itself. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).